Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the patient reported the patient fell flat down on her butt and she knew immediately that she had broken her system. The patient called her health care provider (hcp) and he immediately "fixed it" by putting in a new one. The implant date of the new device was (B)(6) 2011. The location of the symptoms were the implantable neuro stimulator (ins) and the change in therapy/symptoms was considered sudden in nature. The indication-for-use was interstim-other.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v386608, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Patient reported they went to their healthcare professional every 3 months and they didn't remember having any trouble except that they fell on their knee which just gave out and down. Patient stated that they believed they broke their implantable device, but couldn't believe it at first. Patient reported that by the morning they knew it was not working properly. Patient noted that it was set up and a new one was implanted. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.